Event description:
The user facility reported that during a diagnostic bronchoscopy, there was a complete loss of video image. The procedure was completed with a different, but similar device. The patient received additional anesthesia, however, there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of video image difficulty. The video image was found distorted and intermittently smearing when the charge coupler device-flexible printed circuit (ccd-fpc) was manipulated. The source of this difficulty was isolated to two wires which were found making inadvertent contact with the ccd-fpc due to damaged insulation on the wires. The device has been serviced and returned to the facility.